Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is 180 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Customer provided that they have recent changes to diet, medication, or exercise. Customer acknowledges that the blood glucose results may be due to recent changes to diet, medication, or exercise. Comparison of blood glucose test results by customer from truetrack meter to competitor meter. Back to back blood test performed by customer on (B)(6) 2015 produced test results of hi using trueresult meter and hi using competitor meter. The storage of product is not provided. The test strip lot manufacturer's expiration date is 01/15/2018 and open vial date is about one week. The meter memory not reviewed. Adverse event not reported.